Event description:
This MDR form summarizes complaints associated with the "traditional" (bbc complaint files, post marketing studies, litigation activities and engineering field reports) complaints for the protegen and vesica sling kit in which a malfunction was reported. The codes for this MDR will be attached in a summarized report.